Event description:
It was reported that this pacemaker was part of a system revision due to a pocket infection. Reportedly, the physician had suggested that the infection was from the header part due to its large size. There was no additional adverse patient effects were reported. This pacemaker was explanted.